Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 41 percent to 13 percent in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 41 percent to 13 percent in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and the s-ICD was left implanted in the patient. Therapy was programmed off on the s-ICD and it remains implanted in the patient. Additional information was received that the s-ICD was returned for analysis, thus indicating the device was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 41 percent to 13 percent in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and the s-ICD was left implanted in the patient. Therapy was programmed off on the s-ICD and it remains implanted in the patient.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery decreased from 41 percent to 13 percent in three months time. Device data was sent to engineering for review as premature battery depletion was suspected. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted for possible premature battery depletion. The s-ICD currently remains in service and no adverse patient effects were reported. Additional information was received that a revision procedure was performed where the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) and the s-ICD was left implanted in the patient. Therapy was programmed off on the s-ICD and it remains implanted in the patient. Additional information was received that the s-ICD was returned for analysis, thus indicating the device was explanted.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.